Event description:
The customer reports that the unit has no sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and the technician noted that the device had sound and there were no speaker related issues identified or observed during evaluation. The reported issue was not replicated during evaluation. The cause of the reported issue cannot be determined as the issue was not replicated during evaluation.